Event description:
It was reported that the patient had a syncopal event. Remote transmissions showed that the implantable cardioverter defibrillator exhibited over-sensed noise leading to pacing inhibition. Programming changes were performed. The noise was suspected to be a result of electromagnetic interference generated from the patient's bathroom floor. The patient condition was stable and will further be monitored.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott's investigation.